Event description:
High impedance was reported, > 8000 ohms and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It confirms high impedance values.